Event description:
Pt revised for loose stem/cement mantle, cement mfg by others; osteolysis and polyethylene wear of liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.